Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported "check vent: battery failed" alarm occurred with the ac power supply being connected while the unit was in use on a patient. The diagnostic code indicated internal battery failed. The unit kept operating and there was no issue in the operation. They replaced the unit with another of the same model. The ventilator was providing therapy to a patient at the time of the error and the customer swapped the ventilator to another of the same model. There was no additional delay in patient therapy nor medical intervention reported other than the ventilator swap.